Event description:
The customer's mother reported that while her daughter was at school, the school nurse called and said to her daughter's blood glucose result was 539 mg/dl with 1.9 ketones. She stated that the cannula came out of the infusion site. The mother did not have the pod with her when she called and was unable to provide the lot and sequence numbers.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion set. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood pressure) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." No lot qualification records were reviewed, as the product lot number was not provided.